Event description:
Medtronic received information that a patient who received treatment with a ped2 pipeline had in stent thrombosis. The patient was treated for an unruptured, saccular aneurysm in the left cavernous location, just proximal to ophthalmic. The max diameter was 5.2 mm and the neck diameter was 4.1 mm. The distal landing zone was 4.2 mm and the proximal landing zone was 4.8 mm. Vessel tortuosity was minimal. Dual antiplatelet treatment (dart) was administered. Pru level was 70 2.5 hours after the procedure. A pru was not taken prior. The devices were prepared according to the instruction for use (IFU). The pipeline was used for an indication that is not approved. It was used in the cavernous segment. After successful deployment of the pipeline with minimal effort the device developed thrombus 10 minutes post placement. A bolus of tirofiban was given and the patient was put on a drip. The thrombus resolved. Angio next day showed thrombus resolved and the patient is doing well with no deficits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.